Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 572 mg/dl. Bg was treated via bolus using the pump. Reportedly, bg level occurred because the customer and customer's guardian were on an airplane and were sitting apart from one another. Therefore, the customer's guardian was unable to administer a bolus for the customer. Due to customer's age, only the customer's guardian administers insulin to the customer using the pump.